Event description:
Another endoknot suture foil package had a hole in the packaging discovered prior to procedure. This is not the first time I have reported this finding. Holes in the packaging can render the suture unsterile if defect in packaging not caught. Nurses are now checking every single package before they put the suture on the back table prior to use. This is a work around that should not happen. We have notified the manufacturer when we first noticed it months ago and they have not done anything to correct this problem.